Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer performed the load fill tubing sequence while connected to the site. There was no reported impact to customer's blood glucose (bg). Customer consumed carbohydrates to prevent a low bg. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.